Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 56 usp units blood collection tubes had underfill. This occurred on 100 occasions during use. The following information was provided by the initial reporter: material no. 366667, batch no. 9036727 - it is reported customer has experienced under filling while using vacutainers. Customer is stating that this 3ml tube is periodically not filling to the fill line on the label. They do not feel it is a lot specific issue. They are investigating internally to see if there are preanalytical/drawing issues that may be a factor.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 56 usp units blood collection tubes had underfill. This occurred on 100 occasions during use. The following information was provided by the initial reporter: material no. 366667, batch no. 9036727. It is reported customer has experienced under filling while using vacutainers. Customer is stating that this 3ml tube is periodically not filling to the fill line on the label. They do not feel it is a lot specific issue. They are investigating internally to see if there are preanalytical/drawing issues that may be a factor.